Event description:
During baxter's evaluation of a spectrum pump, evidence of tampering/unauthorized service was found. It is unknown if there was patient involvement with the device after the unauthorized service was performed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. During evaluation of the device it was discovered that this device (serial number (B)(4)) did not contain original parts from manufacturing or servicing of the device. The installed I/o pcb, mechanism sub-assembly, and ultrasonic sensor belong to a different device. Review of the device history record (DHR) revealed that the components were taken from serial number (B)(4), and is labeled with that serial number on the part itself. The ultrasonic sensor also belongs to device sn (B)(4) as evident by the DHR. The I/o pcb belongs to an unknown device. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.